Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced backplane and mount and ccd camera. Adjusted ccd camera to factory specifications. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system had poor image quality and there are horizontal lines of noise in the live fluoro images.